Manufacturer narrative:
Service confirmed burnt radiofrequency trace on the tip membrane which most likely caused the reported sparking during treatment. This evaluation confirms customer¿s account of possible sparking from the tip membrane during treatment. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns. The investigation found glowing or sparking from the tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radiofrequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. All the treatment tips are visually inspected for defects during manufacturing and packaging. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(6).

Manufacturer narrative:
The product was returned and evaluated. Burnt trace was confirmed on the surface. The tip start time is 9:32:50 am on (B)(6) 2021 and was used for 748 treatments. The tip passed the flow test and failed the leak test. The tip failed visual inspection for burnt trace on tip surface: dielectric breakdown was observed. The tip passed the thermistor test. Functional testing was not performed due to burnt trace on tip surface. The plant evaluation is underway.

Event description:
A user facility reported sparks and a smoke odor during pulsing. It is reported that this occurred with 400-430 pulses left on the tip.